Event description:
Rayner intraocular lenses limited received notification from a us healthcare facility of an event that occurred during use of a c-flex aspheric 970c intraocular lens (iol). The event description provided states that the trailing haptic broke during implantation.

Manufacturer narrative:
(B)(4). Remedial, corrective and preventive action was taken by the healthcare facility in the original planned surgery session. The c-flex aspheric 970c iol was explanted from the eye. A back-up lens was implanted without further complication and without any injury to the patient. The c-flex aspheric 970c iol has not been made available to rayner. Without the ability to examine the device, a root cause is extremely difficult to ascertain. Our review of production records for the c-flex aspheric 970c iol batch 022e32884 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c iol (february 2012) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch 022e32884.